Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿t1 was deployed successfully, but t2 would not be deployed when the knob was depressed.¿ t1, t2 and suture were returned but were freed from the delivery needle. They were tainted and cinched. T1 was ¿v¿ shaped which occurs after being pulled back through tissue post pierce. There was an extra loop and knot at the t2 area. The depth limiter was attached. It showed signs of tissue resistance. It was creased and flared out of round at the distal end. The symptom aligns with difficulty reaching intended anchoring location, probing and twisting. The device cycled and actuated as expected. The needle showed no damage itself. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during the procedure, t1 was deployed successfully, but t2 would not be deployed when the knob was depressed. Both implants were removed from the patient. The procedure was successfully completed with the same part number device of the back-up. No patient injury or delay was reported.